Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl at the time of the incident. There is no information about the symptoms experienced by the customer reported due to high blood glucose. Troubleshooting was performed.  There is no information on whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. There is no information on whether the insulin pump was on auto mode at the time of the incident. No further patient complications were reported. There is no information on whether the customer will continue to use the device. The product will not be returned for failure analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.